Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one equistream d/l 14.5f catheter, with two adhesive dressings, two end caps, one guidewire in a guidewire hoop, one tunneler, one introducer needle, one dilator, one dualator dilator, and one peel-apart sheath and vessel dilator were returned for evaluation. Gross visual evaluation was performed on the returned device. The investigation is confirmed for the reported packaging issue as the outer packaging was noted to be open on both sides but the stickers on the inner plastic covering were still sealed and the inner packaging was not opened. Upon closer observation, seal transfer was observed on the edges of the packaging. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3 h11: h6 (method, result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a hemodialysis catheter placement procedure, the package of the catheter allegedly leaked air. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2022).

Event description:
It was reported that prior to a hemodialysis catheter placement procedure, the package of the catheter allegedly leaked air. There was no patient contact.